Manufacturer narrative:
A partial lead with the connector segment measuring 4.7 cm was returned for analysis. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available.